Event description:
It was reported that patient noticed that the pocket implant area size had increased and was uncomfortable, swelling and oozing out blood. The patient presented to the ER and a hematoma was observed. The patient was placed on medication treatment and the hematoma was evacuated the next day. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.